Event description:
As reported, on (B)(6) 2025 during a procedure optifix fixation device was used to secure the 3dmax light mesh. It was reported that the fastener broke while fixating the 3dmax light mesh in to the pubic bone area and the broken fasteners were removed from the patient's body. The device failed to fire during dry firing. Another device was used to complete the procedure. There was no reported patient harm or injury.

Manufacturer narrative:
As reported, during the mesh placement the optifix fastener broke, and the device failed to fire during dry firing. Evaluation of the sample finds for bent guide wire and backup tabs. The reported deployed broken fastener is a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces while in use. No manufacturing anomies were found. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength¿. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.